Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 8/5/98. A week later she sought medical treatment for an infection at the ear piercing site. She was prescribed oral and intravenous antibiotics.